Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, pump time was incorrect; cause was unknown., and air bubbles were present in the infusion set tubing. Tandem technical support assisted customer in correcting pump time, and priming infusion set to remove air bubbles. Additionally, customer was using humalog supplies for over 48 hours, and loaded the cartridge with cold insulin. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.